Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 702 mg/dl and was subsequently hospitalized due to high levels of ketones on (B)(6) 2023. Customer was treated with intravenous fluids of saline, insulin, and potassium to address the elevated bg. Customer was discharged (B)(6) 2024 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.